Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that the plastic distal end cover, the light guide lens and the bending section cover or distal sheath had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that the plastic distal end cover, the light guide lens and the bending section cover or distal sheath had foreign material. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received from customer on reprocessing. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material adhered to the device could not be determined. No physical damage was confirmed in the area where the foreign material was detected. The following information was provided for reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The device was soaked in cleaning fluid. Water and air were supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" olympus will continue to monitor field performance for this device